Manufacturer narrative:
Event date: (B)(6) 2015. Rec'd by MFR date: 02/05/2016. Conclusion / root cause: this power supply was tested and no faults were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed due to a 24v. +12v, -12v power failure. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
Pr#: (B)(4). Pt info was requested and the customer stated the pt info is not available.